Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 248mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump received with minor scratches on lcd window, cracked case on display window corner and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.